Event description:
The alaris pump had a software upgrade - changed to the upgraded pump in mid-afternoon. Channel b displayed an error stating "channel error." The error was cleared by team changing out channels and seemed to be functioning properly, with neo-synephrine, versed, and fentanyl infusing. Then the patient's bp fell. Rn checked the equipment - pump found to be "off", not working: it was plugged in but not responding to control buttons. The pump was paused and a second rn checked and confirmed the failure. The patient's meds were switched to new pump.